Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo 13.2, -8.5/1.5/069 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault, elevated intraocular pressure, and significant reduction of irido corneal angles. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: description of event or problem- "-8.5/1.5/069" should be corrected to "-8.5/1.5/068" in the initial MDR. Claim# (B)(4).